Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the anchor broke upon implantation. The anchor was removed and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment shows the implant was received in reasonably good condition aside from the break. Dimensional inspection verifies that this was a 7x25mm product. The threads are in good shape; not distorted. The head is in good condition. Bone quality was reported as unknown. A tap was used and the tunnel was reported at 7mm. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).